Event description:
Related manufacturer report numbers: 2916596-2019-00576 and manufacturer report number 2916596-2019-00577.

Manufacturer narrative:
Section b5: related manufacturer report numbers for concomitant devices.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of during implant, the pump restarted after being stopped from the system can be confirmed based on the information recorded in the log file retrieved from the returned system controller. The evaluation findings and the data captured in the log files suggested that the pump restarted when the alarm silence button was pressed. The system monitor was not available for evaluation. Per additional information the system monitor will not be returned and it has been disposed of. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system monitor is not a single-use device. The serial number was not provided so the age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implant of a left ventricular assist device on (B)(6) 2019, the pump restarted twice after being stopped via the system monitor. The surgeon asked to have the pump stopped and cardio-pulmonary bypass (cpb) reinitiated so as to remove pump from the apical cuff to repair a bleeding site (around cuff; backside of heart). The outflow graft was clamped and the pump removed and placed away from the heart (still connected to the outflow graft). Pump speed had been set to 5300 rpm and backup battery was not installed at time of pump stop. Approximately one minute later, the pump restarted for a second time. At that time, an alarm sounded from the power module, indicating that it was overdue for maintenance. Upon hearing the alarm, the alarm silence button was pressed on the system controller, which is likely what restarted the pump. At this point, the repair to the bleeding site had been completed. The surgeon decided to exchange the pump since it had run dry. The implant procedure was successfully completed and patient continues on vad support with the exchanged pump.